Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture capsular contracture baker grade IV. It has been explanted. This record relates to the left side.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports cracked device. It has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: d.4, g.1, h.4, h.6.

Event description:
Patient reports cracked device. It has been explanted. This record relates to the left side.